Manufacturer narrative:
Block h6: patient code e2330 is being used to capture the reportable event of pain.

Event description:
It was reported that the patient experienced a non-serious perineal pain after spaceoar vue injection. The patient was treated with cocodamol.